Event description:
This complaint is now reportable based on additional info received 03/13/2009. It was noted that the stent was missing from the device. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system was unable to cross the lesion. Through additional info obtained, it is known that the stent dislodged. The index procedure was treating a severely tortuous, 90% stenosed, calcified lesion located in the lmca (left main coronary artery) with a 4.00x24mm taxus liberte drug eluting stent. Vascular access site was femoral. The stent delivery system was unable to cross the lesion. There was difficulty withdrawing the device due to the calcification. The stent dislodged, moved in the body, and was retrieved successfully in the femoral artery with vascular retrieval forceps. It was noted the stent delivery system entered the body more than two times. The stent did not move on the balloon during preparation and no attempt was made to deploy the stent. The procedure was completed with balloon angioplasty. There were no reported pt complications. The pt status is listed as "good".